Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this pacemaker device had received a fault code. For the patient protection the device was switched to safety mode. The device function was permanently limited. Technical services (ts) reviewed and stated that device replacement is needed. This pacemaker is currently in service. No adverse patient effects were reported. Additional information received that this pacemaker device was explanted due to premature battery depletion and a new device was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this pacemaker device had received a fault code. For the patient protection the device was switched to safety mode. The device function was permanently limited. Technical services (ts) reviewed and stated that device replacement is needed. This pacemaker is currently in service. No adverse patient effects were reported. Additional information received that this pacemaker device was explanted due to premature battery depletion and a new device was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this pacemaker device had received a fault code. For the patient protection the device was switched to safety mode. The device function was permanently limited. Technical services (ts) reviewed and stated that device replacement is needed. This pacemaker is currently in service. No adverse patient effects were reported.